Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a depleted battery alarm. The patient experienced multiple power issues with the pump. The pump would stop and would not start. Reservoir volume was 29.1 ml, rate at 45 ml/24 hours, and 55.95 ml was given. There was no patient injury reported.